Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4)

Event description:
Information received from a consumer reported that she had pain in her left hip. The consumer went to urgent care on (B)(6) 2015 and the hospital on (B)(6) 2015 because of the pain. It was noted that the consumer had no falls. Her hip was swollen and hard. It was noted that the consumer was on prednisone and was in rehabilitation for 10 days. The consumer was directed to follow-up with their healthcare provider. The issue occurred during use the week prior to (B)(6) 2015. No further outcome or diagnostics were available. Follow-up was done to obtain this information; if additional information is received the event will be updated. The consumer's indication for use was noted to be chronic low back pain.